Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, externalized conductors were seen via diagnostic imaging. No electrical anomalies were detected. The lead was explanted. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.